Manufacturer narrative:
Result: siderail panels.

Event description:
It was reported by svc report that the inner and outer siderail panels were damaged with sharp edges exposed. It is unk if there was pt involvement or if there were adverse consequences to report.